Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the clinical site indicated the event description was updated from catheter leakage to catheter break/cut. There were no contributing factors identified pertaining to the catheter crack. The event etiology was considered related to device/therapy and possibly related to the implant procedure. The catheter was provided to the manufacturer representative for return.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the clinical diagnosis was csf (cerebrospinal fluid leak). No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 8781, lot# 0214231459, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: 0214231459, ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. The patient reported on (B)(6) 2018 to "emergencies" because there was "clear fluid leaks from the surgery scar low lumbar of 12-03" [it was interpreted the surgery occurred on (B)(6) 2018]. The patient did not have a fever, headache, or general malaise. An examination on the same date revealed fluid leaks. Laboratory testing on the same date did not reveal infection. Wound exploration/surgical observation on (B)(6) 2018 revealed a small crack in the catheter exactly distal from the connection piece. "Liquor is leaking here." The device diagnosis was catheter leakage. A catheter revision occurred on (B)(6) 2018; an extra piece was cut off to repair the catheter. The event resulted in in-patient hospitalization, an ER visit, and an urgent care visit. The event was considered possibly related to device/therapy and possibly related to the implant procedure. The event resolved without sequelae on (B)(6) 2018. There were no reported patient symptoms. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported the patient was receiving baclofen 500,0 mcg/ml at 49,97 mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.